Manufacturer narrative:
Follow up received on 28-aug-2025 and b5 was updated accordingly.

Event description:
Follow up received on 28-aug-2025: it was reported this pod was also alarming before removed. Specific information about alarm was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version 3.1.2-p001. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula did not insert into the skin and was not visible when the pod was removed, indicating a needle mechanism failure. It was also reported that the pink slide did move forward, which typically indicates the needle mechanism did fire. Therefore, this needle mechanism failure is unknown. The patient's blood glucose was 13.9 mmol/l (250 mg/dl) after wearing the pod between 1 and 4 hours on the arm.

Manufacturer narrative:
Please disregard MDR report 3004464228-2025-38889-00, after additional review it was determined there was no indication of a needle mechanism failure, therefore issue is not reportable.